Event description:
Additional information was received confirming that the patient went back to the hospital for revision. During the procedure, the physician observed that the distal coil was not properly screwed to the connector. They tried to pull it without unscrewing and the distal coil was unplugged. Thereafter, the shock impedance measurements were within normal range at 75 ohms. Synchronous shock were further performed with success. The device was explanted and replaced, however, the lead remains in service.

Manufacturer narrative:
Patient will come back in 2 months for lead extraction. This investigation will be updated should further information be provided.

Event description:
Additional information was received confirming that a memory download was submitted. Ts considered the possibility of lead fracture or lead connection issue as the cause of the observed out-of-range shocking impedance. Ts suggested for lead revision. At this time, the patient's programmer has been updated and the patient was scheduled for lead extraction in the next 2 months.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead during a routine follow up. Shock induction was performed due to high shock lead impedance (sli) measurement at above 200 ohms, which went well with an effective 31j shock and shock impedance of 61 ohms during impact and 89 ohms following the shock. Boston scientific technical services (ts) discussed the potential causes of the out of range measurements and advised a monthly follow up. Additional information indicated an unremarkable x-ray of the lead. A 1.1j shock and 41j shock gave in range value as well. However, noise was evident during arm maneuvers. The device and lead remains in service. No adverse patient effects were reported.